Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 3.0x23mm xience prime stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2015, per angiography, 90% in stent re-stenosis was noted without associated clinical symptoms. The patient was hospitalized and a stent was implanted in the mid lad re-stenosed lesion. Another stent was implanted in the proximal lad. On (B)(6) 2015, the event resolved without sequela and on (B)(6) 2015, the patient was discharged from the hospital. There was no additional information provided.